Event description:
The physician was doing a left total hip arthroplasty. Upon inserting a 30mm screw in the implanted acetabular cup, the screw became very difficult to advance or back out and in the process the head of the screw broke off flush with the cup. The broken pieces of the screw head was retrieved and taken from the surgical site. The broken screw remains in the patient. If the patient requires additional surgery in the future, the screw may be troublesome to remove.